Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, was alarming high pressure. It was reported that troubleshooting was unsuccessful. Per reporter there were no obvious occlusions in the tubing, however air was observed in the line. No adverse patient effects were reported. No additional information is available at this time.